Event description:
Per independent repair center statement, the irc10lxo2 concentrator had low o2 (yellow light). The key failure was a noisy compressor. Additional malfunctions were missing inlet filter, leaking check valve, leaking p/e valve assembly, short circuited power switch and zip ties needed to be replaced.